Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that patient underwent mesh revision on (B)(6) 2004 due to erosion. It was reported that following insertion the patient experienced pain, depression, infection, erosion and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2004 due to erosion and in 2005. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.